Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump did not give an occlusion alarm with a very bent cannula and therefore the patient was hospitalized for diabetic ketoacidosis (dka). The reporter stated they were concerned that the pump should have given an alarm. The patient was admitted on (B)(6) 2013 with high blood glucose (bg) reading on the meter with extreme nausea, vomiting, cramping and large ketones. This report is being made due to the alleged hyperglycemic event the patient experienced due to an alleged absence of occlusion alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the total daily insulin delivery totals correctly reflect the user¿s programmed basal rates. Multiple occlusion alarms were observed in the alarm history. A force sensor calibration test confirmed the sensor is detecting correct force. A 29 hour flow accuracy test was performed and pump passed flow accuracy test was found to be delivering within specifications. There is no defect found. The display lens was found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).